Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Device evaluation: a carefusion field service representative (fsr) went onsite to the reporter's facility and evaluated the device. The fsr confirmed the reported issue and the issue was resolved by replacing the ddi (driver displacement indicator) board. The device was tested and calibrations were performed to meet manufacturer specifications.

Event description:
The customer reported that the start/stop button on this 3100a high frequency oscillating ventilator was not stopping the driver when being depressed. There was no patient involvement associated with this reported issue.